Event description:
A falsely elevated troponin I result of 0.76 ng/ml was obtained on a pt sample. The result was reported to the physician. The original sample was retested and a result of 0.00 ng/ml was obtained. The pt was treated with plavix. There was no report of adverse health consequences as a result of the falsely elevated troponin I result. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carry in from a dirty r1 drain.

Manufacturer narrative:
No further eval of the device is required. Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I result was carry in from a dirty r1 drain. The malfunction was resolved after the customer bleached the drain. The instrument is performing within specs.